Manufacturer narrative:
Quality control (qc) tested before and after the erroneous result was within specifications. No errors were posted to the event log. System checks performed on (B)(4) 2008, were within specifications. However, the previous system check on (B)(4) 2008, failed the substrate ratio, which would indicate dirty or damaged aspirate probes. A 5 point precision run with the level 3 control produced and 8% cv, which meets the product claims of 12%. On (B)(4) 2008, the field service engineer performed preventive maintenance procedure. There were not hardware issues identified that would have contributed to this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.

Event description:
Customer reported discrepant access vitamin b12 test results were obtained for one pt when using the access 2 immunoassay system. The discrepant high test results were in two different clinical ranges. Erroneous test results were not reported out of the lab. The lab reported the test result that correlated with previous test results for this pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event.